Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the results of the investigation, the root cause of the reported malfunction was corrosion on the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of the gastrointestinal videoscope was not visible. The issue occurred during inspection for use. There were no reports of patient involvement.